Event description:
It was reported that (B)(6) after implant, the right ventricular lead had high thresholds and the lead was not capturing at high output. It was also reported that the helix did not properly retract after multiple turns. It was noted that the helix looked completely retracted under fluoroscopy, but the screw was still partially extended on the table. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.